Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, scratched display window and missing end cap sticker noted during visual inspection. Unable to prime during prime test alarm test due to faulty force sensor . The device passed basic occlusion and displacement test. No motor error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was performed. The device was returned for analysis.